Event description:
During in-service customer training, the sales rep noticed that during power-on the device 'locked up' displaying a 'white screen'.

Manufacturer narrative:
Physio control evaluated the device and verified the reported problem. The root cause of the reported problem was determined to be due to an intermittent lookup of an ic (designator u18) on the system controller pcb assembly. The customer received a replacement device.